Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(64 )2013, the patient contacted animas, alleging that the display screen was dim. Reportedly the display issue had worsened over the past several months and is now difficult to read in the sunlight. Patient stated that there was no trauma or moisture exposure to the pump, no line or ink spots on the display, and no damage to the keypad was noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.